Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was reported by the health care professional (hcp) on (B)(6) 2015. The patient¿s medical history includes degeneration of lumbar or lumbosacral intervertebral disc, arthrodesis status, chronic pain, diabetes mellitus, asthma, mitral valve prolapse, fall, thoracic or lumbosacral neuritis orradiculitis (unspecified), and pain the thoracic spine. The patient¿s concomitant medications were listed as deltasone, vitamin d, oral baclofen, norco, cinnamon, vitamin e, systane, advair, duo-neb, zantec, colchicine, epipen, voltaren, valium, elavil, red yeast rice, vitamin b-12, biotin, caltrate, flonase, gelnique, and singulair. It was noted that the patient was allergic to bee venom. The pump logs show that the pump was used to infuse duramorph (morphine) 2.0 mg/ml and the dose was increased from 0.5995 mg/day to 1.1105 mg/ml on (B)(6) 2015. The troubleshooting and actions/intervention that took place related to the pump not working was that the ¿remote control¿ was replaced. It was noted that the problem had resolved. The patient returned to the office ((B)(6) 2015). At that appointment the patient had noted that the new bolus device was working and the old one was ¿defective.¿

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The date of the event was unknown. It was reported the pump was not working. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, intrathecal drug, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.